Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient family member that the battery in the patient's implantable cardiac monitor (icm) was dead. Follow-up with the patient's clinic confirmed that there was a telemetry indication of recommended replacement time (rrt) about one week before the family member report. The icm remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.